Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication procedure. It was reported that the clips crossed at the tips. This resulted in inadequate hemostasis of the vessels. There was no additional patient consequence.